Manufacturer narrative:
Analysis results were not avail at the time of this report. A f/u report will be sent when analysis is complete.

Event description:
It was reported the surgeon experienced difficulties removing the inner stylet after placing the lead in the pt's brain. After removing the stylet, the surgeon noticed the outer part of the lead (insulation) appeared broken between the third and fourth electrodes. The surgeon decided to implant a different lead. It was reported the pt was not expected to the device, no pt injury was noted.